Manufacturer narrative:
After further evaluation the following were updated. B1, b2, h1, h6 health effect - clinical code e2343 added. D6a and d6b should have been left blank on MFR 1220648-2025-48510-1.

Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop along with a failure of the automated impella controller (aic). A new aic was used to continue patient support. No patient harm was reported. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the pump. Refer to section h10 for the related report number.

Manufacturer narrative:
A4, a5, and a6 are unknown. The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in d6a, d6b (implant and explant date). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The exact root cause of reported pump stops and controller failure alarms on ic12284 could not be determined, as the same issue did not reproduce during testing. Analysis of device logs revealed frequent communication errors between the main computer and subassemblies of the console (purge unit driver, pump motor driver) most likely caused by corrupt storage/media of console software. There was no clear evidence that would allow to establish relation between communication issues and pump stops.